Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022 and in mid of september, prior to insertion when packaging was first opened. The issue occurred with two similar types of infusion sets. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.